Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that there was a loss of programming and difficulties with recharging. The loss of programming was noted on the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient was implanted in 2010. The patient had the intention that the battery did not recharge fully 100 percent and much slower than in the begging period. The patient still can use the device but had to charge the battery a little bit more than in the starting period. Everything was working properly except to recharge the battery it took a longer period of time and did not go fully 100 percent.